Event description:
It was reported that the camera head had a scope communication error e315. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn-out ccd and failed water leak test a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "error code e315, cannot make it work" showing error due to bad video connector and failed water leak test due to bad cable. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a scope communication error e315. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.